Event description:
Auto suture stapler ta 60 was being used for subtotal gastrectomy. When surgeon attempted to use, the first load fired fine. A reload was inserted according to instructions. Surgeon stated she followed the instruction to fire the second time. Stapler did not fire. Surgeon then had to hand sew anastomosis.